Manufacturer narrative:
Age at time of event patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 21jan2022. The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that a spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The patient had magnetic resonance imaging (MRI) which showed the rectum is mostly intact with a rectal wall infiltration and a small avulsion. The physician felt the patient would be fine with treatment and could continue with stereotactic body radiotherapy (srbt) as planned. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Age at time of event patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(4) 2022. The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The patient had magnetic resonance imaging (MRI) which showed the rectum is mostly intact with a rectal wall infiltration and a small avulsion. The physician felt the patient would be fine with treatment and could continue with stereotactic body radiotherapy (srbt) as planned. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block a2: age at time of event patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The patient had magnetic resonance imaging (MRI) which showed the rectum is mostly intact with a rectal wall infiltration and a small avulsion. The physician felt the patient would be fine with treatment and could continue with stereotactic body radiotherapy (srbt) as planned. Additional information received on february 24, 2022: fiducials were administered transperineally and the procedure was done under general anesthesia. The patient chose to postpone stereotactic body radiotherapy (srbt) for hypofractionation and will received external beam radiation therapy (ebrt).